Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump was recently exposed to sweat. Blood glucose level was not provided. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.